Event description:
Information received by medtronic indicated that the customer received a power error alarm. Troubleshooting was performed and successfully cleared the alarm and the customer was able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 6.7w. Retainer ring = black . Case type: ngp. Customer returned pump for alleged pump error 25 observed on 02-mar-2023. The pump passed the self test, displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: battery failed alarm [58] on 03/01/2023 17:38:55.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on or near event date: pump error 15 on 03/01/2023 17:38:09.000. Confirmed pump error 15 (filenumber = 38 linenumber = 442) confirmed due to rfd critical data consistency check failed - suspecting the hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passed required testing. No pump error 25 alarms noted on event date or noted during analysis. Pump error 25 not confirmed. Pump error 15 confirmed due to hardware error, isolated to electronic stack. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.